Event description:
It was reported that the customer received multiple unexpected restart alarms. The first time the alarm occurred was shortly after inserting a new battery and the alarm continued every day since. Customer's blood glucose was 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected alarms occurred during testing. However, the insulin pump had multiple alarms in the history screen due to a corrupted history file. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.